Event description:
It was reported that during a vena cava filter placement procedure via right femoral vein, the filter allegedly failed to advance. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2025).

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral delivery system kit was returned for evaluation. During the visual evaluation, the filter was noted to be in the storage tube. A mandrel was used to push the filter out of the storage tube. The pusher wire was detached from the pusher catheter and found inside of storage tube. Therefore, the investigation is confirmed for the reported failure to advance as the filter was noted to be in the storage tube. One electronic photo was provided and reviewed. The photo shows one part of the pusher catheter, filter and filter storage tube. The filter was inside the storage tube. The pusher catheter was disconnected from the filter storage tube. Therefore, the investigation is confirmed for the reported failure to advance issue. The investigation is also confirmed for the identified detachment of device or device component issue as the pusher wire was noted to detached. A definitive root cause for the reported failure to advance and identified detachment of device or device component issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2025), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a vena cava filter placement procedure via right femoral vein, the filter allegedly failed to advance. The procedure was completed using another device. There was no reported patient injury.